Event description:
Had implant (breast) first in 1978. Explanted in 1993 and a silicone breast implant used to replace previous ones in 1993 because previous implants started disintegrating and dissolved away. Pt's breasts dropped to their waist. After re-implantation they developed scar tissue, yeast infections, neuropathy, lupus, loss of 99% of sight in the left eye, amnesia, sjogren's disease which they did not attribute soley to the silicone implants.